Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the battery compartment was cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings:the allegation of a cracked battery compartment could not be confirmed on investigation; the battery compartment was found to be fully intact with no evidence of damage. Unrelated to the original complaint, investigation revealed that the cartridge compartment was cracked and the display screen was dim and faded.